Event description:
A patient reported experiencing inaccurate high results with a ot ultra meter. The patient's blood glucose results were 95- meter to 39 mg/dl lab). Tests were done within 15 minutes with a difference of 56 mg/dl. Patient did not experience any adverse events. No further information has been reported.